Manufacturer narrative:
Additional information added to: d8-correction to: e3,g2/added healthcare professional ******************************************************************************************************* this device was evaluated and repaired through the service repair process. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the iui connector,seal. A review of the device history record showed the device had a manufacture date of 29jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported unknown issue/needs repair. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
The customer reported unknown issue/needs repair. There was no patient involvement.